Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level.

Manufacturer narrative:
On (B)(6) 2018: tandem technical support reviewed pump data and could not confirm the reported battery issue. Tandem technical support followed up with the customer and informed the customer that battery depletion rate was within normal parameters. Customer acknowledged.